Event description:
It was reported the patient had a shocking/jolting sensation. It was reported the shocking feeling was down both legs and in the lower back. It was noted the implantable neurostimulator (ins) keeps turning itself off and that the patient was charging more than expected. It was reported the ins is ¿getting lower faster¿ and they now recharge every week when they used to charge ever 2-3 weeks.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), product type lead; product ID 3708120, serial# (B)(4), product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).